Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was on his last fill of treatment. Upon removing the tubing set, solution was found spilling out from the back of the cassette into the cycler. The origin of the leak could not be identified. Pt did not received any prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.